Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd cassette reservoir was grossly under infusing. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation- six samples were provided for investigation. Testing was performed on a sample and the device was found to pass delivery testing. No problems could be confirmed.